Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a power on reset (por) code was scene. As a result of the por, the therapy had stopped and the patient felt the stimulation go off. At the time of the por the patient was sleeping. The por was not related to an overdischarge event. To address the issue the por was successfully cleared. The therapy was turned back on and resumed at the last programmer parameters. The therapy was adequate.